Event description:
It was reported that the customer had a motor error alarm during bolus and failed battery test on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The patient was advised to retrieve their insulin pump settings and return the pump with battery and zero out the basal rates. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per health care provider instruction. The customer declined to troubleshoot for failed battery since the insulin pump is being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. However, the insulin pump was received with corroded battery tube. No failed battery test or low battery alerts noted. The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.